Event description:
It was reported that the insulin pump alarmed for no delivery. Blood glucose reading was 102 mg/dl. Advised that the insulin pump will be replaced and analyzed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. The device functioned properly. The unit was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.